Event description:
It was reported that the foley catheter fell out with balloon deflated and tip not intact. Urimeter had 40ml of urine in bag prior to event. It was harm to patient- additional procedure required to find foreign body. Unexpected medical intervention was reported. Per follow up information received via mail on 14july2025, it was reported that the patient had lot number #ngjx4319 and expiry date - 5/31/27. Patient was 33-year-old female, and the patient demographics was provided as height: 149.9cm (4.11 in) and weight: 74.4 kg. The patient required additional procedure to remove retained portion, cystoscopy medical intervention was required. Troubleshooting was n/a- the catheter fell out and retained object could not be visualized. Physician positioned patient in butterfly to express blood post cesarean section. Noted foley to be resting in urethra and when they spread patient legs foley fell out, foley balloon came out deflated, tip not intact. 40cc clear urine in urimeter in foley bag, no blood noted. Physicians called to operating room, plan for cystoscopy. And they performed cystoscopy. No foreign objects noted per md. Foley lot#ngjx4319, reference (B)(4), expiration 2027-05-31. New foley placed following procedure by the physician draining clear urine. New foley lot#ngjx3106, reference (B)(4) and expiration date 2027-05-31.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo and one video sample noted one opened (without original packaging), used silicone foley. Visual inspection of the photo and video sample noted that the catheter tip was broken from the shaft. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Directions for use proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate leave foley catheter in place only as long as needed. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out with balloon deflated and tip not intact. Urimeter had 40 ml of urine in bag prior to event. It was harm to patient- additional procedure required to find foreign body. Unexpected medical intervention was reported.